Event description:
It was reported that after fixation, high pacing impedance was observed on the device. Shortly after, the patient experienced low blood pressure and arrythmia that lead to cardiac arrest. An echocardiography was performed and revealed an effusion due to a suspected perforation. Resuscitation and circulatory support were administered, however, the patient passed away. The delivery catheter and device were left in the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.